Manufacturer narrative:
Block h6: problem code 2978 captures the reportable event of "the permalume covering of the fully covered stent was punctured through a point". Block h10: a fully constrained wallflex biliary fully covered rmv stent and delivery system was received for analysis. Visual examination of the returned device found the stent covering has one hole, which is within device specifications. Functional evaluation revealed it was possible to deploy the stent using the delivery system as received with no difficulty. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The reported event that the stent cover was punctured was confirmed; the stent cover has one hole. A maximum of 2 perforations (holes or tears) is within specifications. Therefore, taking all available information into consideration, the investigation concluded that the reported event is a user preference issue and the most probable root cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent was to be used to treat a stricture in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the device was visually checked before introducing the stent inside the patient. Reportedly, it was noticed that the permalume covering of the fully covered stent was punctured. The physician used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent was to be used to treat a stricture in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the device was visually checked before introducing the stent inside the patient. Reportedly, it was noticed that the permalume covering of the fully covered stent was punctured. The physician used another wallflex biliary stent to complete the procedure. There were no patient complications reported as a result of this event.